Manufacturer narrative:
This device is used for treatment, not diagnosis. The measurable dimensions of the plate were checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard iso 5832-1. The fracture face of the plate is homogeneous which indicates material conformity. No product fault could be detected. Based on the provided information it is supposed that the plate had to absorb and neutralize forces over a long period of time, which can lead to a material fatigue and finally to the breakage of an implant.

Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: the plate broke after being implanted for two years. Patient needs to be revised to a new fibula plate. No implant or explant dates were reported. No further information is available.

Manufacturer narrative:
Device used for treatment and not diagnosis. Possible implant date: 2011. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found. The device was received and the investigation is ongoing.